Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. Review of the device log shows messages indicating the batteries were not installed correctly and the batteries were removed inappropriately while the device was still powered on. The device was forwarded to manufacturing for recertification. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.